Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after a peripheral interventional procedure. Reportedly, the guide wire would not insert into the proglide device. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure. The technician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, the exact date was not reported. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty inserting a guide wire was not confirmed. During the investigation, a 0.038 guidewire was backloaded and frontloaded without a problem. The guidewire patency was checked and it was acceptable. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.